Manufacturer narrative:
(B)(4). The lot number is unknown for this complaint. The following lot numbers were reported as potentially involved in the reported complaint: 141002b, 141120b, and 141119b. The actual device was not returned to the manufacturing facility for evaluation, however a photograph was returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples from the reported product code and the three potential lot numbers stated above. Evaluation of the returned photograph revealed that the safety needle was attached to the syringe and the cannula was detached from the hub. Visual inspection of the retention samples of the potential lots revealed no defects. A visual and sensory inspection of the retention samples from the potential lots revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the potential complaint lots passed. Cannula supplied complies with (B)(4). A search of the complaint file found no other report with the involved product code/ potential lot# combinations. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The following was reported to a company representative from (B)(6). (B)(6) received a report from a customer regarding a surguard needle from terumo. The hospital reported that after a nurse administered the medication and activated the needle cover, the needle broke off and fell in the bassinet. The baby was laying on the broken needle but was not stuck.